Event description:
It was reported that the patient with this pacemaker presented to the emergency room after a heart rate of 35 beats per minute (bpm) was observed on pulse oximetry. A remote interrogation was performed, and device data was provided to Boston Scientific for evaluation. Technical Services reviewed the available information and noted that the presenting electrocardiogram confirmed a patient rate of 70 bpm with atrial sensing and ventricular pacing. Battery status was acceptable, and lead impedances were within normal limits. A slight decrease in right ventricular (RV) lead impedance measurements was observed over the preceding month and noted right atrial (RA) lead loss of capture at maximum output settings. The device had not been evaluated since 2021; therefore, Technical Services recommended further evaluation of the RA lead loss of capture.Additional information was obtained confirming that the device was re-interrogated two days later. However, it remains unclear whether the interrogation was performed by the patient's treating physician or another clinician. No further information was provided to clarify the circumstances or outcome.

Manufacturer narrative:
The product was not returned for evaluation because it remains in service. Based on the available information, Boston Scientific concluded that the reported clinical observations are consistent with a known inherent risk of the product.